Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her basals will not deliver because her pump kept alarming motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer reported a motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. Unable to confirm motor position encoder error alarm due to overwritten history file. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.